Event description:
It was reported by service report that the fowler was drifting down on the 1015 stretcher. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler, gas spring trip.